Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Multiple infusion set changes were performed and the occlusion alarms continued. The customer's blood glucose (bg) level was 342mg/dl and a manual injection was administered to address the bg level. A system check was performed and the pump performed as intended. A test bolus was delivered and no additional occlusion alarms occurred. The customer was to revert to manual injections for insulin therapy.